Event description:
Patient called to report a product issue regarding her true metrix glucose monitor that she began using in early (B)(6). Patient stated she received a recall letter yesterday stating an error code issue with the device. Patient said she had been getting the e-5 error message and has been unable to use the device to test her blood sugar. Patient stated she was recently diagnosed with prediabetes and was advised to use the device when her blood sugar drops, but she is unable to use the device due to the error message.